Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 24, 2007, the lay user/patient contacted lifescan - another country alleging that her one touch ultra meter was reading inaccurately high. The pt reported obtaining results in the 400 and 500 mg/dl range for approximately 1 week (dates not specified). She slightly changed her insulin regimen due to the elevated results. The pt had been taking 18 units of humalog in the morning/noon/evening and 13 units of lantus in the evening. Her physician had advised her to add 1 or 2 units of humalog after two consecutive days of high blood glucose (values greater than 200 mg/dl). The pt was not completely sure; however, she took 1 bolus unit of humalog on the evening of five days earlier and 2 bolus units of humalog on the evening of the next three days. She also claimed she ate more vegetables and less starch on the evening of the following day in order to ensure a lighter dinner. The pt alleges experiencing "light hypoglycemic" symptoms during the middle of the week (date unknown). She described having a headache, blurred vision, and feeling dizzy. She had obtained a result "around 400 mg/dl". She did not attempt to contact her physician, emergency, or lfs. On the evening of that day, she obtained a result of 554 mg/dl. She contacted her pharmacist and asked whether she could compare her meter to another meter. One day later, she obtained a 277 mg/dl, using her test strips, on the reported meter and a 110 mg/dl, using the pharmacist's strips, with the pharmacist's ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pharmacist performed a control solution test with the reported products and the result fell outside the specifications (240 mg/dl/104-139 mg/dl). The pt also performed a blood glucose test, using her meter and the pharmacist's test strips, and obtained a 120 mg/dl. A blood glucose test was not performed using her supplies. It would have been helpful to know when she began obtaining high readings, her blood glucose results with the previous vial of test strips, her testing frequency, other possible health conditions/medications, were the symptoms reported typical of high or low blood glucose, was she aware that she had low blood glucose based on the symptoms, if she administered treatment for her low blood glucose, when she obtained the 400 mg/dl result in relation to the symptoms, how long she experienced symptoms, and whether the physician tested her blood glucose prior to advising her to adjust her insulin regimen. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt alleges obtaining high readings and developing symptoms suggestive of hypoglycemia (headache/blurred vision/dizzy) related to altering her diet and insulin regimen based on the meter readings.